Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the attempted pacing lead did not deploy. The lead was removed and tested with the same result. A different lead was then implanted. No patient complications have been reported as a result of this event.